Event description:
The patient was a part of a clinical study. It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx closure device was implanted after one deployment. A follow up transesophageal echocardiogram (tee) and computed tomography (CT) scan were performed two (2) months post index procedure, and it was discovered most notably on CT imaging that the closure device appeared to be fractured distally. No further information is available.

Manufacturer narrative:
Media from the clinical procedure was provided to bsc and reviewed by members of the bsc training team, medical safety, and clinical specialists. The media review concluded: the closure device appears to have met pass (release) criteria. No concerns from procedural imaging. Can confirm the closure device fracture on follow up computed tomography (CT) scan.

Event description:
The patient was a part of a clinical study. It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx closure device was implanted after one deployment. A follow up transesophageal echocardiogram (tee) and computed tomography (CT) scan were performed two (2) months post index procedure, and it was discovered most notably on CT imaging that the closure device appeared to be fractured distally. No further information is available.

Event description:
The patient was a part of a clinical study. It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx closure device was implanted after one deployment. A follow up transesophageal echocardiogram (tee) and computed tomography (CT) scan were performed two (2) months post index procedure, and it was discovered most notably on CT imaging that the closure device appeared to be fractured distally. No further information is available.

Manufacturer narrative:
E1 initial reporter fields updated with physician and site information. G2 report source fields updated.